Event description:
Procedure: lap hernia repair. During the procedure, both balloons popped while inside the patient while the camera was still inside the balloons. No pieces were in cavity and no injury reported.